Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an auto-off alarm in the morning. The contact thought that it had not been over 12 hours since the last interaction with the pump. The contact cleared the alarm and resumed insulin delivery. The customer's blood glucose level was not impacted. Tandem technical support reviewed the pump history and confirmed that there was 12 hour period of no activity with the pump.